Manufacturer narrative:
(B)(4): there was no activity outside normal patient used observed in the black box or download histories. The pump history confirmed that the insulin to carb ratios were found to be correct. An ez bg and an ezcarb bolus test was performed on the pump using the patient's settings and all were correctly calculated on the pump. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal and bolus rates. There were no insulin delivery interruptions or pump malfunctions observed in the black history. The pump was exercised for 24 hours with no alarms noted. The reported inaccurate bolus calculation was not able to be duplicated during investigation.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
There is no patient impact associated with this complaint. The patient alleged that the insulin bolus calculator recommended a bolus amount that was 0.20 units more than she calculated manually. She claimed that the pump recommended 4.25 units and she calculated 4.20 units. This complaint is being reported because there is currently no evidence to disprove the allegation of a calculation error.